Event description:
It was been reported to co that the occlusion balloon deflated unexpectedly during the procedure. The occlusion balloon wire was inserted into the pt and inflated to 6mm to occlude the vessel. The physician looked at the fluoroscope to check the vessel to see if occlusion was achieved and the occlusion balloon had deflated. The device was removed from the pt and the pt is reported to be fine.